Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs trial procedure was abandoned after the physician attempted multiple needle sticks and a csf leak occurred. Reportedly, the patient experienced a headache, the patient was instructed to drink caffeinated beverages and to lay flat to alleviate the symptoms. Follow up identified the symptoms have resolved.